Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to reconnect the tgi board. The system was found to be working as intended after the board was reconnected. The system was put back into service.